Event description:
It was reported that the pacemaker went into safety mode. It was noted that the patient was not symptomatic due to the safety mode settings. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker went into safety mode. It was noted that the patient was not symptomatic due to the safety mode settings. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.